Event description:
Customer reported the machine stayed overnight with peroacetic acid into the hydraulic circuit. The next morning, a rinse was performed without any anomaly. A nurse verified the chemical residues were below the limit. Afterward, the pt was treated and no anomaly was noticed during the treatment. At the end, the patient had high arterial pressure, a sore throat that lasted 72 hours, and petechia on a large part of her body, especially on her abdomen. A chemical analysis of the patient's blood diagnosed hemolysis. The patient was hospitalized for 48 hours. The same day the machine was disinfected (heat disinfected mode) and used for another patient without any anomaly. At the end of the second treatment, the machine was isolated.